Event description:
Additional information was received stating exchange of a multifocal lens to a monofocal company lens was done.

Manufacturer narrative:
A malfunction has not been indicated against the lens. Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the lens was explanted in a secondary procedure due to an unknown issue. The lens was replaced with an monofocal lens. Additional information has been requested.